Event description:
Vent was plugged in after 12 hours prior to the incident. Family member was taking patient to dr's appt. And while getting their things together, they looked at the patient. Vent had turned off without alarms. They plugged vent into the outlet and it worked fine. The family member then unplugged vent and transferred to the car where they use3d the cigarette adapter. Vent worked fine at the doctor's office. Family member unplugged vent and it worked off the battery until they reached the office and plugged in to an outlet. One the trip home the vent continued to function the few minutes it ran on the battery. When they got home they called lifecafe solutions and they exchanged the vent. Family member experienced with the ventilator and felt is was a battery glitch. No harm was done to the patient.